Manufacturer narrative:
Evaluation summary: the device was not returned for analysis, the device remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A patient's husband reported that following his wife's bilateral intraocular implant (iol) procedures, she is experiencing balance problems, must close one eye to drive, and feels 'woozy' all of the time. Additional information was requested. There are two manufacturer reports associated with these events. This report is for the right eye.